Manufacturer narrative:
Customer replaced the disposable canister with the equipment's reusable canister to fix the reported issue. Patient information could not be obtained due to country privacy laws. (B)(4).

Event description:
The hospital reported that the unit showed high fico2. There was no reported patient injury.